Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation: the investigation is inconclusive for the reported balloon detachment and the reported balloon rupture, as the device was not returned for evaluation. The definitive root cause for the reported balloon detachment could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure in the iliofemoral veins, the pta balloon allegedly ruptured and detached from the catheter shaft. A stent was placed to fix the detached material to the vessel wall. Another device was used to complete the procedure. There were no further complications to the patient.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the device is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during an angioplasty procedure in the iliofemoral veins, the pta balloon allegedly detached from the catheter shaft. A stent was placed to fix the detached material to the vessel wall. There were no further complications to the patient.

Event description:
It was reported that during an angioplasty procedure in the iliofemoral veins, the pta balloon allegedly detached from the catheter shaft. A stent was placed to fix the detached material to the vessel wall. There were no further complications to the patient.

Manufacturer narrative:
H10: manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation: the investigation is inconclusive for the reported balloon detachment, as the device was not returned for evaluation. The definitive root cause for the reported balloon detachment could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4: (expiry date: 11/2022). H11: d10, h6 (method1, results1, conclusion1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.